Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on ac power. The power supply module will be replaced and then the device returned to the customer for use.

Event description:
The customer reported that the power supply was faulty. A failure of the device power supply may result in the device failing to operate on either ac power, battery power, or both. There was no patient use associated with the reported event.